Event description:
Device was returned for repair only with lugs and a portion of the inner tip broken off and missing. Several attempts have been made to obtain additional information from contact, with no success. It is not known at this time how or when the tip became broken or where the missing pieces are. Co is therefore taking the conservative approach and filing.